Manufacturer narrative:
H3, h6: the device was intended for use in treatment and it was reported an error code e400000000000000. This is an overload code. The device was not made available to the designated complaint unit for investigation. Thus, visual and functional investigation could not be performed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were sent displaying the failure but the device was not returned and the root cause could not be determined. A factor that could have contributed to the reported issue is if the system was booted up while it was plugged into wall power. It has been found in previous complaints that the ups will have an issue with booting up at 50 hz. The navio user manual addendum was updated to include changes to instruct users to boot the system disconnected from wall power and plug the system into the wall after boot up if the system fails to boot plugged into wall power.

Event description:
It was reported error code e400000000000000. No during surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.